Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated the cgm was displaying 320mg/dl and checked her bg and the meter displayed 250mg/dl. She stated she went to the restroom and passed out. The patient¿s grandson assisted the patient by giving her a glucose pill, juice and candy. The patient was able to recover and did not need medical attention. At the tine of contact, the patient was doing well. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.